Event description:
Event description cpi received information that this endotak transvenous defibrillation lead repaired due to damaged insulation. The physician repaired the lead with medical adhesive.